Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up in clinic in april 2019, noise was observed on the right ventricular lead due to the patient's condition as pre-syncope. The physician elected to cap and replace the lead on (B)(6) 2019. The patient was stable after the procedure.